Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that buttons were not responding. Customer reported that up and down arrow buttons allowed for navigating screen. Customer also reported that insulin pump stopped working for 24 hours. Customer removed battery a few times and was alble to get insulin pump to work. Customer's blood glucose was 400 mg/dl, which was treated with manual injection. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.